Event description:
The customer reported that when powering on this unit, there is no display, the green led illuminates, it alarms for a few seconds, and then stops. This occurs on ac and dc power. With ac and dc, battery charge and indicators illuminate. There was no report of patient involvement.